Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
Fracture occurred after 13.5 years of implantation. Visual examination confirms the sliding core mobile bearing was fractured. There were no deviations reported in the DHR for part no. 400-141, lot no. 8002477. All released parts were within spec.